Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, while suturing mesenteric defect and when they went to tie suture tight, the suture became disengaged from the needle. The suture was tied laparoscopically to resolve the issue. There was no patient injury.